Manufacturer narrative:
Date sent to FDA: 3/27/97. Eval complete.

Event description:
Used solution to clean mats used for wrestling. Custodian cleaning mats became ill and was taken to ER with complaints of nausea and headache.